Event description:
Per the independent repair center, the customer alleged problem is the unit will not run. The key failure is the power switch has no power. Additional malfunction is the pilot valve is alarming and shutting down.